Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It has been more than 6 years since the subject device was manufactured. It is surmised that the dp board malfunctioned due to aging deterioration caused by long-term usage. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, faulty dp board causing lines on the image with 190 scopes was observed. In addition, a worn-out video connector latch was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.